Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Collimator was close to being out of specification, so a collimator calibration was performed. System operates as intended.

Event description:
Customer reported the system is displaying a collimator iris too large error. No patient injury was reported.